Event description:
In 2007, the pt's daughter (reporter) contacted lifescan on behalf of the lay user/pt alleging an "error 2" issue with the pt's one touch ultra meter. The reporter claimed that the test strips were in good condition and the correct testing techniques were being used. The customer care advocate (cca) walked the reporter through troubleshooting, but the issue persisted. The reporter indicated that the pt was throwing up at an unspecified time. She went to the emergency room at 7pm on eleven days earlier and was treated with insulin. She was unable/unwilling to report if the pt was tested on another device. It is unk if the "error 2" issue began prior, during, or after the symptoms began. It would be helpful to know the pt's usual testing frequency and diabetes medication regimen, if applicable. It would also be helpful to know when the "error 2" started, how long the pt was unable to test on her meter, if the pt made any adjustments to her diabetes medication, and info regarding the pt's activity levels, medications, meals, health conditions, and attempted tests before the reported symptoms. Based on the provided info, this complaint is being reported because the pt allegedly was unable to test on her meter due to an "error 2 " for an unspecified period of time and required insulin treatment. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.